Event description:
The customer reported that the images have lines through the center and the system intermittently turns off. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep spoke with the customer and confirmed the problem reported. He checked system and was unable to duplicate the problem reported. The rep found the power cord plug connection were loose and tighten connection on the power plug. He checked operation and found that the machine works as intended.